Event description:
It was reported to philips that the handle on the paddle for the device was broken. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.